Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
A patient/layperson contacted customer service on 7/16/2007 regarding a power issue with her ultra meter. This senior medical affairs specialist spoke with the patient one week later to obtain additional information. The patient provided the following: nine days earlier, the meter would not power on despite new batteries. Thinking she would exchange the meter with her health care provider, her husband removed the batteries since they were new; however, the provider no longer carried the ultra, the meter she preferred. They recommended she call lifescan. Reportedly, she continued her daily regime of glyburide and metformin in the morning and at dinner, and 52 units lantus in the evening. On the same day, the patient became hypoglycemic while gardening. She stated, "I had not eaten." Based on the symptoms she experiences when low, weak, feeling faint, blurry vision, and nauseated, she ate. Typically the patient experiences symptoms with blood glucoses of 54-64 mg/dl. After eating she was fine. The patient did not allege that the product harmed her. This complaint is being reported as the patient alleged she was unable to test and later became hypoglycemic. The meter was replaced by customer service.